Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had questionable results for seven patient samples tested for troponin t quantitative (tnt) on a cobas h 232 analyzer. Of these samples, six had erroneous results that were reported outside of the laboratory. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. It was stated that the samples were measured using two different tnt test strip lot numbers; lots 28247510 and 28245610. This medwatch will cover tnt test strip lot number 28245610. Please refer to the medwatch with (B)(6) for information related to tnt test strip lot number 28247510. The first sample resulted as 50-100 ng/l when tested on the cobas h 232 analyzer. A new sample from the patient was sent to the laboratory and tested on an e411 analyzer, resulting as 22.25 ng/l. The second sample resulted as 50-100 ng/l when tested on the cobas h 232 analyzer. A new sample from the patient was tested on an e411 analyzer, resulting as 9.64 ng/l. The third sample was tested on the cobas h 232 analyzer on (B)(6) 2016 and during measurement, the analyzer displayed "tnt elevated". The final result from the cobas h 232 analyzer was < 50 ng/l. A new sample from the patient was tested on an e411 analyzer, resulting as 28.04 ng/l on (B)(6) 2016. The fourth sample was tested on the cobas h 232 analyzer on (B)(6) 2016 and during measurement, the analyzer displayed "tnt elevated". The final result from the cobas h 232 analyzer was < 50 ng/l. A new sample from the patient was tested on an e411 analyzer, resulting as 9.17 ng/l on (B)(6) 2016. The fifth sample was tested on the cobas h 232 analyzer on (B)(6) 2016 and during measurement, the analyzer displayed "tnt elevated". The final result from the cobas h 232 analyzer was < 50 ng/l. A new sample from the patient was tested on an e411 analyzer, resulting as 7.24 ng/l on (B)(6) 2016. The sixth sample resulted as 50-100 ng/l when tested on the cobas h 232 analyzer on (B)(6) 2016. The patient was sent to the hospital where a new sample was collected from the patient and tested on an e411 analyzer, resulting as 9 ng/l on (B)(6) 2016. The hospital ward questioned why the patient was sent to them. The patients were not adversely affected. The cobas h 232 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer provided the cobas h 232 analyzer for investigation. Investigation measurements performed with both retention materials and the customer analyzer fulfilled requirements. No irregularities were seen during the investigation.